Event description:
Information identified in the manufacturer's database indicated the patient died approximately ten months post the implant after the lead replacement procedure, three years ago. No information regarding the death has been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.